Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician y stented and placed the microcatheter in the target location. The physician then advanced the smart coil into the target location and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil, but the coil still failed to detach. Therefore, the physician decided to remove the smart coil. However, while retracting the smart coil, it unintentionally detached within the microcatheter. The physician then pushed the detached smart coil into the aneurysm using a guidewire. The procedure was completed using two additional smart coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.